Event description:
The facility representative reported failure code 804:34 on channel b. The event occurred during bio-med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 05, 2007. Evaluation summary: the condition of fail code 804:34 on channel b was confirmed. This fail code was caused by old user interface module and old pump head module printed circuit board. The user interface module and pump head module software were upgraded. The user interface module printed circuit board was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.